Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#4258136): 1)this batch of products were assembled at intima ii auto line 4 in oct 2024, and packaged at r240 package line in oct 2024. Batch size is (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2.no defective sample and photo have been received for the complaint. 3.the retained sample of this batch is taken for 45psi leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4.in the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5.no similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the defect status of the complained sample cannot be identified, and no defective sample has been received for further testing, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm npvc had leakage at the adapter tubing junction. The following information was provided by the initial reporter translated from chinese to english: at the emergency department of a (B)(6) hospital, a child was treated for a respiratory infection. During the infusion, the nurse on duty noticed fluid leakage at the prn connection of the cannula. She reassured the family and recommended reinserting the cannula, but the family refused and became emotional. She reported the situation to the doctor on duty. At 9 a.m., the family was contacted by phone and informed that the child was in good condition and would be brought to the hospital for a follow-up examination in the afternoon.